Event description:
It was reported by the customer that the pyxis medstation es system device at the station has encountered a crash and has been unresponsive during the windows update for over 30 minutes. A customer has reported that the user was unable to dispense medication for the patient due to a reported malfunction, which resulted in a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that station device was stuck on windows update. A technical support specialist connected to the device and confirmed that it is functioning properly, thereby verifying that the issue has been resolved. The system functioned as intended after troubleshooting.